Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during revision procedure this right ventricular (rv) lead was found to be fractured at the patient's clavicle. The local area field representative reported a stylet could not be inserted so the physician attempted to snare the lead. During retrieval, the lead fragmented proximal to anodal electrode and the physician elected to surgically abandon the fragmented lead portion and keep it attached to the heart septum. Another lead was successfully implanted and no adverse patient effects were reported.